Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via product surveillance registry (psr) regarding a patient receiving intrathecal lioresal, morphine 1 mg/ml at 0.0752 mg/day, and bupivacaine 1 mg/ml at 0.0752 mg/day via an implanted pump for spinal pain. A pump motor stall occurred. The patient had back pain secondary to a fall. The programming date from the most recent refill prior to the event was (B)(6) 2016. No action was taken and the event resulted in an unscheduled clinic or office visit. Diagnostic methods included device interrogation on (B)(6) 2016 and the results were normal for this patient. The event was not related to the device or therapy and not related to the implant procedure. The patient had a MRI secondary to new back pain after a fall. The MRI caused the motor stall. The outcome was resolved without sequelae on (B)(6) 2016.

Event description:
Additional information received on (B)(6) 2016 indicated the etiology of the event was related to the device or therapy and not related to the implant procedure.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated the motor stall occurred on (B)(6) 2016 at 14:17 and a motor stall recovery occurred on (B)(6) 2016 at 14:43.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.